Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that from activation on, the patient only had 6 electrode channels active due to facial stimulation. There is also a short circuit involving one electrode channel.